Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed contamination of foam particles inside the blower kit. Additionally, the service technician also noted cracked upper enclosure plastic. The device was repaired by the service center after the evaluation was completed.